Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging the suction channel appeared to be a seed like object but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no known device deformation that could contribute to the retention of foreign material and the facility device reprocessing and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of user handling/insufficient device reprocessing. The event can be detected/prevented by following the instructions for use sections below: -inspection of the endoscope ¿-preclean the endoscope at the bedside in the procedure room immediately after each procedure¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed, there was foreign material in the suction cylinder and a brush could not be passed. Also, evaluation found there was no suction flow, the light guide tube had minor buckle and surface scratch, the bending section cover adhesive was cracked, the distal end plastic cover had multiple dents and scratches, the control know had play, angulation was reduced, the forceps passage was kinked and had tear marks, white dot was shown on the image affecting the orange cone, and insulation resistance was below specifications. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the cleaning brush could not be inserted or removed from the evis exera iii colonovideoscope. The issue occurred during reprocessing. The customer thought a seed may be stuck inside the channel since several small seeds rinsed out during washing after the procedure. When pre-cleaning the scope, the brush got stuck in the channel. Additional flushing and brushing was done, but there was a lot of resistance when brushing. The scope was reprocessed using high level disinfection. There were no reports of patient or user harm associated with this event.